Manufacturer narrative:
(B)(4). The sample was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced a myocardial infarction and passed away. The patient was hospitalized for the myocardial infarction for four days and passed away in the hospital. Treatment during hospitalization was not reported. The cause of death was reported to be the myocardial infarction. It was not reported if the patient was performing peritoneal dialysis therapy until the time of death. It was unknown if an autopsy was performed. No additional information was available at this time.